Event description:
It was reported that the patient presented to the physician with urethral exposure with an artificial urinary sphincter (aus). The aus remains implanted and active and the physician considers device removal. Additional information was reported that the patient experienced urethral damage and erosion and not urethral exposure, following diagnostic imaging the physician confirmed the patient's urethral was inside the patient but confirmed the damage and erosion of the cuff and the cuff was wrapped around the urethra from inside the urethra.